Event description:
The customer received questionable troponin I (tni) results on their e601 analyzer from (B)(6) 2011. The customer provided data for seven patients with discrepant results reported outside the laboratory. Repeat testing was performed on the original e601 analyzer (e1) and a different e601 analyzer (e2), serial number (B)(4). It is unclear if all tests were performed on the same samples. All repeat testing was performed on (B)(6) 2011. The first patient's initial tni result was 1.110 ng/ml accompanied by a data flag. The repeat results from the e2 analyzer were 0.653 ng/ml accompanied by a data flag and 0.670 ng/ml accompanied by a data flag. The repeat results from e1 were 1.61 ng/ml accompanied by a data flag and 1.57 ng/ml accompanied by a data flag. The second patient, a female born (B)(6), had an initial tni result of 0.988 ng/ml accompanied by a data flag. The repeat results from the e2 analyzer were 0.711 ng/ml accompanied by a data flag and 0.688 ng/ml accompanied by a data flag. The repeat results from the e1 analyzer were 1.26 ng/ml accompanied by a data flag and 1.26 ng/ml accompanied by a data flag. The third patient, a male born (B)(6), had an initial tni result of 10.360 ng/ml accompanied by a data flag. The repeat results from the e1 analyzer were 15.60 ng/ml accompanied by a data flag and 15.82 ng/ml accompanied by a data flag. The repeat results from the e2 analyzer were 8.01 ng/ml accompanied by a data flag and 7.74 ng/ml accompanied by a data flag. The fourth patient, a female born (B)(6), had an initial tni result of 0.863 ng/ml accompanied by a data flag. The repeat results from the e1 analyzer were 0.919 ng/ml accompanied by a data flag and 0.941 ng/ml accompanied by a data flag. The repeat results from the e2 analyzer were 0.763 ng/ml accompanied by a data flag and 0.749 ng/ml accompanied by a data flag. On (B)(6) 2011, the fifth patient, a female born (B)(6), had an initial tni result of 11.000 ng/ml accompanied by a data flag. The repeat results from the e2 analyzer were 5.07 ng/ml accompanied by a data flag and 5.17 ng/ml accompanied by a data flag. The repeat results from e1 were 11.46 ng/ml accompanied by a data flag and 11.46 ng/ml accompanied by a data flag. On (B)(6) 2011, the sixth patient, a female born (B)(6), had an initial tni result of 11.810 ng/ml accompanied by a data flag. The first repeat results from the e1 analyzer were 12.76 ng/ml accompanied by a data flag and 12.98 ng/ml accompanied by a data flag. The repeat results from the e2 analyzer were 5.55 ng/ml accompanied by a data flag, 5.57 ng/ml accompanied by a data flag, 5.44 ng/ml accompanied by a data flag, and 5.48 ng/ml accompanied by a data flag. The sample was repeated again on the e1 analyzer and the results were 12.21 ng/ml accompanied by a data flag, 12.25 ng/ml accompanied by a data flag, 11.50 ng/ml accompanied by a data flag, and 11.42 ng/ml accompanied by a data flag. On (B)(6) 2011, the seventh patient, a female born on (B)(6), had an initial tni result of 4.580 ng/ml accompanied by a data flag. The repeat results from the e2 analyzer were 3.02 ng/ml accompanied by a data flag and 3.02 ng/ml accompanied by a data flag. The repeat results from the e1 analyzer were 4.61 ng/ml accompanied by a data flag and 4.66 ng/ml accompanied by a data flag. The customer was unable to provide information on whether the patients were adversely affected. The tni reagent lot number was 16435001 and the expiration date was 09/30/2012. The field service representative could not reproduce the problem. Calibration, quality control, and performance testing were done with results within acceptable limits.

Manufacturer narrative:
Measurements obtained between the old lot of reagent and new lot of reagent are comparable, which do not support a lot difference and also do not indicate an instrument difference. The assay performance data were within specification, also indicating there were no issues with the analyzer. The calcheck data did not indicate an issue. As the results first increased then decreased, it excludes a general stability issue of the sample used. It was concluded that the result differences seen are most likely sample handling related. The erroneous results did not cause or contribute to any adverse events.

Manufacturer narrative:
Please refer to the medwatch with patient identifier (B)(4) for the report on e601 module serial number (B)(4).